Manufacturer narrative:
Product complaint #(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that the baseplate inserter rod and glenosphere extractor were cross threaded and could not be removed. This did not delay surgery.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : according to the information provided, it was reported that the baseplate inserter rod and glenosphere extractor were cross threaded and could not be removed. Also, the star driver head broke off. This did not delay surgery. The product was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device. Visual inspection of the returned sample revealed that the glenosphere extractor tip was not stuck on the baseplate inserter rod, it was possible to disassemble the mating device. Additionally, the inner threads were slighly stripped. The observed condition could be attributed to unintended use error, this type of damage is likely due to repeated slightly off-axis assembly. However, the device was manufactured in 2012, has been in service over 12 years and shows signs of heavy repeated used. Therefore, the potential cause for failure is traced to end of life. A functional test was performed; as a result, the mating device was assembled. A dimensional inspection was not performed as it is not applicable to the complaint condition. The overall complaint was confirmed as the observed condition of the glenosphere extractor tip would contribute to the complained device issue. Based on the investigation findings, the potential cause of the stripped condition is traced to end of life, and it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot : the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.